Event description:
Pt's meter keeps reading blood as control samples. Pt was "out of it" and family member was trying to test the pt. Paramedics were called, and pt was given ivglucose. Pt was tested on paramedics meter and obtained a 22 mg/dl and was taken to the ER. Pt was released from the hospital. Unk how long they were in the hospital for. Rep found out that pt's strips were expired. Rep was unable to resolve the issue and sent pt a new meter and new supplies.